Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that pump had no power. The battery compartment was allegedly cracked with corrosion inside. There were stripped threads and corrosion on the battery cap. The cap was not able to tighten securely to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device analysis: the device was returned, and investigation completed by product analysis on 02-may-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked with moisture inside the battery compartment. The returned battery cap had stripped threads and was not able to secure properly to the pump to maintain electrical connection. With the damaged battery cap in place on the pump, the pump would not power on. Investigation duplicated the complaint. A test battery cap was able to secure properly to the pump and maintained electrical connection to power the pump. The pump was then exercised for 12 hours without any interruption in power. No power was duplicated due to a damaged battery cap. Unrelated to the original complaint, the display screen was noted to be dim/discolored.